Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (105 service code) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 105. The cause for the service code 105 was isolated to contamination on the rear response button cable and on the ca board j1005. Root cause investigation of similar failures determined that flux contamination on j1005 caused the service code. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor failed a pulse test.